Manufacturer narrative:
The evaluation into the pump did not start has been completed. The returned product was visually inspected, and a fractured red lumen was observed. The location of the fracture was at the pump outflow. The cause of the issue was a red lumen removal issue due to improper technique by the end user. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient noted as high-risk percutaneous coronary intervention was on an impella 2.5 for mechanical circulatory support. During support, the pump stopped. The staff tried to restart the pump; however, these attempts were not successful. The device was explanted and replaced with another impella 2.5. It was reported that the new device worked without issue during the entire procedure. No further information is available.